Manufacturer narrative:
As allowed by exemption # e2015010, heraeus kulzer llc (the importer) is submitting the report on behalf of heraeus kulzer srl (the manufacturer). Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Narrative for section h6 method, results and conclusions codes the device has not been returned for evaluation.

Event description:
34 year old male patient had itching and burning sensation in mouth after use of provo novil. Has history of allergic reactions.